Event description:
It was reported that the patient has not been feeling well since having their vns implanted. The patient has recently experienced a seizure that landed him in the hospital. It was confirmed that the patient's device was turned on after being implanted. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Additional information received noting that the cause of the increased seizures is due to external factors and not the vns. The patient's baseline is having breakthrough seizures with there being an increase in frequency after the birth of his daughter due to getting less sleep. The increase is below pre-vns baseline levels. The vns is being used to treat the patient's seizures and thus far the vns has shortened the duration of his seizures and post ictal phase and they plan to continue to increase the current of the vns.